Event description:
The customer was hospitalized for high bgs. The customer was giving insulin, but bgs were not coming down. Troubleshooting was performed. The insulin concentration, programming, and histories on the pump were accurate. In addition, a fixed prime test was completed and the insulin exited.